Event description:
The manufacturer received information alleging a "service required" alarm condition occurred on a ventilator. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, errors related to the system board were found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.